Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had a bad circulation pump and wanted to send it in for depot service. They were not with the device and could not perform an evaluation.

Event description:
It was reported that artic sun device has a failed circulation pump and wanted to send it in for the 2k hour service. They stated the device was not with them and no evaluation could be performed. Per investigator notification received on 27jun2023, it was reported that the t3 was missing the rubber sealing washer allowing air to leak between the body of the thermistor and the manifold. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from the tank. Completed the 2000-hour preventive maintenance procedure on the device. Replaced the outer shell with louvers. Replaced the missing rubber washer that seals t3 to the manifold. Serviced the mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. The double bend tube and the chiller evaporator outlet tube were replaced. Replaced tank seals. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and was functioning properly and ready for use. Per investigator notification received on 18jul2023, it was reported that the middle left outer shell to chiller frame nut plate is missing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the unit needed to be primed to fill and the circulation pump was unable to produce sufficient pressure. Serviced the circulation pump t3 was missing the rubber sealing washer allowing air to leak between the body of the thermistor and the manifold. The double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted from the tank. Completed the 2000-hour pm procedure on the device. The middle left outer shell to chiller frame nut plate is missing. Replaced the outer shell with louvers. Replaced the missing rubber washer that seals t3 to the manifold. Serviced the mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. The double bend tube and the chiller evaporator outlet tube were replaced. Replaced tank seals. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.